Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Event description it was reported that during implant the right ventricular (rv) lead exhibited undersensing and diminishing r waves and after multiple repositioning attempts, the rv lead was removed and a small amount of tissue was found in the helix. The rv lead was replaced. It was also noted that during implant of the right atrial (ra) lead p-waves would diminish when the helix extended. The ra lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.